Manufacturer narrative:
Section d6: correction. Manufacturer's investigation conclusion: the reported tear in the driveline's silastic sleeve driveline could not be conclusively determined through the evaluation of the image provided by the account. The submitted log file contained data spanning from (B)(6) 2020 at 20:26:18 to (B)(6) 2020 at 09:33:22, and appeared to have captured the vad operating as intended. The account reported that the patient's driveline had a tear in the silastic sleeve near the metal connector. Rescue tape was applied to the afflicted area and the patient remains ongoing on the device. No further events have been reported at this time. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. They also discuss damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The log file analysis captured low voltages while using the patient cable. The image provided of the driveline shows the distal portion of the driveline taped with rescue tape. It was confirmed that there was not a separation of the silastic from the metal connector but a tear.